Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set tubing leakage event on (B)(6) 2026. The infusion set was used for seven to eight hours and the leakage was seen at the site. This led to high blood glucose levels for which the patient managed with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.